Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during femoral drilling, the blade of the device broke off in the joint. Everything could be removed completely. There was no harm or adverse event for patient, operator or third party reported. The anterior cruciate ligament knee surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-1204af-95 (no batch indicator present) was received for investigation. The cutting tip at the distal end of the shaft had broken, and the remnants were no longer functional. The fragments generated during the event were not returned for analysis. The observed condition is most likely the result of prying/leveraging the device during use.